Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Inquiring if products are part of recall. Patient hears clunking noise when rotating leg, discomfort in hip area. X-rays showed everything look normal.

Manufacturer narrative:
An event regarding audible noise involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Furthermore, as per product recall verification response it is confirmed that none of the reported devices were part of the recall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Inquiring if products are part of recall. Patient hears clunking noise when rotating leg, discomfort in hip area. X-rays showed everything look normal.